Event description:
Father states that #2 of the novolog flexpen syr 3ml 100u/ml are not working. He cannot get insulin out of them, these are the only 2 that they have had problems with. Dose, frequency or route used: as directed. Therapy dates: started in (B) (6) 2009. Diagnosis for use: diabetes.